Event description:
It was reported that the insulin pump displayed a different amount than expected. Reportedly, the customer did not perform the air removal step. Tandem technical support educated the customer regarding the loading process. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer.